Event description:
Procedure: urological. According to the reporter: anterior product was packaged in a box labeled as posterior product. Catalog number was printed correctly as 486010. All packaging materials inside box were correctly labeled as anterior product.

Manufacturer narrative:
Initial report sent to FDA on: 01/30/2009.